Manufacturer narrative:
During level 1 pci testing, no fault was found. A service history review was performed, and it was found that there was no previous service activities related in the last 12 months.

Manufacturer narrative:
E1: initial reporter email exceeded character limit: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a plum 360 infusion pump in which it was reported that the pump turns off suddenly. The patient involvement is unknown.